Event description:
In 2003, reporter was made aware of 3 failures of a device used in mammographic interventional procedures, known as a gel mark biopsy marker. It is dsigned to deploy a radiographic marker to identify where a cyst or other breast tumor/neoplasm has been biopsied, for future radiographic documentation. When deployed by the operator, 7 pellets (3 forward of the radiographic pellet - and 3 aft) are pushed through the mammotome instrument into the breast. In all 3 failures, it was impossible to retrieve the delivery catheter/device, and the extra-luminal device tip was removed along with the mammotome device as a unit. No harm was done to any of the 3 pts. Incidentally, this device has been used on a 5-10/week basis x 2-3 yrs here by knowledgable radiologists.